Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached at 97,000 joules. The procedure was completed with turp. No pt injury was reported.

Manufacturer narrative:
(B)(4) break and (B)(4) cap.